Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 07-mar-2019. The most recent information was received on 20-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("essure devices breakage (the crown of right side and left side/ broken piece)"), genital haemorrhage ("abundant bleeding"), headache ("unbearable headaches") and breast mass ("breast lump") in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache (seriousness criterion medically significant), breast mass (seriousness criterion medically significant), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), abdominal distension ("swelling of the stomach"), eye movement disorder ("eye twitch"), nausea ("nausea"), dysgeusia ("metal mouth taste"), vertigo ("vertigo"), muscle contractions involuntary ("very painful contractions ¿like pushing¿"), pruritus generalised ("itching in the body"), pruritus ("itching at head"), adnexa uteri pain ("pain in ovaries like if something was nailed with a lot of pain") and tooth fracture ("loss of dental parts"). The patient was treated with surgery (she is currently on waiting list for essure removal). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, genital haemorrhage, headache, breast mass, allergy to metals, abdominal pain, abdominal distension, eye movement disorder, nausea, dysgeusia, vertigo, muscle contractions involuntary, pruritus generalised, pruritus, adnexa uteri pain and tooth fracture outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, breast mass, device breakage, dysgeusia, eye movement disorder, genital haemorrhage, headache, muscle contractions involuntary, nausea, pruritus, pruritus generalised, tooth fracture and vertigo to be related to essure. The reporter commented: she is currently on waiting list for essure removal due to nickel allergy and because essure crown is broken in left side and right side and also there is a loose piece of the device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("essure devices breakage (the crown of right side and left side/ broken piece)"), genital haemorrhage ("abundant bleeding"), headache ("unbearable headaches") and breast mass ("breast lump") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache (seriousness criterion medically significant), breast mass (seriousness criterion medically significant), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), abdominal distension ("swelling of the stomach"), eye movement disorder ("eye twitch"), nausea ("nausea"), dysgeusia ("metal mouth taste"), vertigo ("vertigo"), muscle contractions involuntary ("very painful contractions ¿like pushing¿"), pruritus generalised ("itching in the body"), pruritus ("itching at head"), adnexa uteri pain ("pain in ovaries like if something was nailed with a lot of pain") and tooth fracture ("loss of dental parts"). The patient was treated with surgery (she is currently on waiting list for essure removal). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, genital haemorrhage, headache, breast mass, allergy to metals, abdominal pain, abdominal distension, eye movement disorder, nausea, dysgeusia, vertigo, muscle contractions involuntary, pruritus generalised, pruritus, adnexa uteri pain and tooth fracture outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, breast mass, device breakage, dysgeusia, eye movement disorder, genital haemorrhage, headache, muscle contractions involuntary, nausea, pruritus, pruritus generalised, tooth fracture and vertigo to be related to essure. The reporter commented: she is currently on waiting list for essure removal due to nickel allergy and because essure crown is broken in left side and right side and also there is a loose piece of the device. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.